Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal dilaudid, baclofen and bupivacaine (all unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the hcp stated that the patient was experiencing symptoms of suspected overdose so they had stopped the pump for the last few days by placing a magnet over it. The hcp stated that they wanted to start the pump backup today at a lower dose.